Manufacturer narrative:
The reported 7207681 scr biorci-ha 9x25 sterile, intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿during an unknown surgery, once the sterile packaging of the biorci-ha was opened, it was found that the most distal thread of the screw was detached, however, the screw was tried to be inserted without the thread but it failed¿. An exact root cause cannot be determined with confidence. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during an unknown surgery, once the sterile packaging of the biorci-ha was opened, it was found that the most distal thread of the screw was detached, however, the screw was tried to be inserted without the thread but it failed. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.